Manufacturer narrative:
Implant regio 35 fractured. Bone loss caused by patient related periimplantitis is documented. This caused implant instability and mechanical overloading of the implant.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.

Event description:
Implant fracture for a dental implant that was phased out more than 5 years ago.